Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was a hybrid layer capacitor (hlc) battery, designator bt1, on the analog pcb assembly.  It became depleted and would no longer hold a charge. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device would not remain powered on.